Manufacturer narrative:
Additional product code: kwq, nkb, mni, kwp. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the patient underwent a removal surgery for bilateral broken rods on a posterior spinal fusion that was synthes spine uss. The previous surgery date was (B)(6) 2018. Surgeon discovered that rods were broke for an unknown reason at an unknown time. During the revision, the surgeon removed all the synthes uss hardware that was placed at l4-l5. The patient had non union at the l4-l5 level and surgeon placed new synthes uss hardware. Procedure was completed successfully. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown) . This report is for one (1) 6.0mm ti hard rod 50mm. This is report 2 of 2 for complaint (B)(4).